Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was immediately duplicated upon start up for a transducer fault. A root cause could not be determined and will continue to be held by carefusion. If further investigation is performed then a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop, circuit disconnect, motor fault, low ve and xdcr fault. The customer reported there was no patient involvement associated with this event.